Manufacturer narrative:
Revised d1 the device brand name was revised to 20ga high speed vitrectomy cutter. The device was not returned for evaluation. We are unable to determine a root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action required. The patient is "doing great and everything was taken care of during the original surgery".

Manufacturer narrative:
The product evaluation found that one bl5620 pouch from lot w5863 was returned. The pouch is empty, and the cutter was not returned. Manufacturing and sterilization records were reviewed and found to be acceptable. The patient is in good condition, but will have some vision loss associated with the retinal detachment and repair. Further investigation results are pending. The investigation is ongoing.

Event description:
During a procedure, whilst pressing the foot pedal to continue cutting, the cutter stopped but continued to aspirate. The patient experienced a retinal detachment that required endo laser to repair. It is unknown at this point if any additional procedure will be required.